Event description:
Reporter indicated that the site's handheld computer would not power on. Troubleshooting was performed, but did not resolve the issue. Attempts to have the suspect device returned for product analysis have been unsuccessful to date.